Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 20 2007. Evaluation summary:during biomed testing a defective user interface module printed circuit board (uim pcb) was observed. Failure code 402 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue will be closed to CAPA.

Event description:
During biomed testing the baxter repair technician reported a defective user interface module.